Event description:
A medtronic representative reported the top of the screw in the open spine clamp is worn out and will no longer tighten down. This event was reported outside of surgical use; no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
On follow up #1 this entry should have read, "lot # now provided." Device manufacture date now provided.

Manufacturer narrative:
Device manufacture date is unknown at this time. Upon evaluation of the suspect clamp it was found that the clamp face is missing the receptacle cylinder where the adjustment screw attaches. Lost pieces/detachment directly caused the event.